Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient recently suffered a pulmonary embolism. The right ventricular (rv) lead was found to have dislodged. The lead had high and increasing thresholds. The lead was undersensing with diminished sensing. The lead was scheduled to be revised but due to the pulmonary embolism, the revision was pushed out to a later date. The lead remains in use. No further patient complications have been reported as a result of this event.